Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up information obtained from the author/physician. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/75years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Referenced article: electrophysiological observations of acute his bundle injury during permanent his bundle pacing. J electrocardiol. 2016;49(5):664-669.

Event description:
A journal article was received which contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who developed new bundle branch block (bbb) or av block after the implantation of the lead. The author noted acute his bundle injury occurred as well. Of note, ¿despite acute injury, the conduction block resolved in most of the patients,¿ and his bundle pacing ¿could correct the bbb induced during implantation.¿ the status of the leads is unknown. Additional information was obtained through follow up with the physician/author who indicated that the issues were procedure-related, and not product-related. No further information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.